Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a stylet present within the catheter is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The image appears to show a 4 fr groshong nxt catheter secured with a statlock device. A break in the catheter is visible at the region extending past the connector assembly. A metal wire is seen to be extending from within the fractured region. The wire appears to resemble the internal stylet. Based on the information provided, possible contributing factors include trimming of the catheter without removal of the stylet and damaged component. Since a break in the stylet appears to be present, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, it was found that the stylet was protruding from the catheter. It is presumed that it is due to the stylet cut. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, it was found that the stylet was protruding from the catheter. It is presumed that it is due to the stylet cut. There was no reported patient injury.